Event description:
Additional information received indicated patient underwent surgical intervention wherein the lead was replaced with two leads. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported patient was experiencing ineffective coverage of pain relief. Troubleshooting was unable to resolve the issue. X-rays indicated that the lead had migrated. As such surgical intervention is anticipated to address the issue at a later date .